Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit was tested with a water fill test reservoir and no bubbles were noted. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose requiring the emergency medical assistance. The customer's blood glucose was 32 mg/dl at the time of admission. The customer was unresponsive and was treated with glucose water by the emergency medical services. The customer also reported air bubbles in the reservoir and infusion set during a set change. The customer also reported a high blood glucose of 587 mg/dl. The customer's current blood glucose was 239 mg/dl. The customer did not experience any symptoms of high blood glucose. The customer declined to troubleshoot for their high blood glucose. The insulin pump will not be returned for analysis.